Event description:
It was reported that during a total knee replacement arthroplasty procedure, two blades broke at the mount. It was also reported that an x-ray was performed remove the broken pieces and to ensure the surgical site was negative for foreign bodies. It was further reported another blade was readily available and the procedure was completed successfully.

Manufacturer narrative:
The two blades subject to this MDR were returned to the manufacturer for evaluation. It was visually confirmed that one tab was broken from the mount of one blade and both tabs were broken from the mount of the second blade. The returned blades were measured where possible and all critical specifications were met. Manufacturing records were reviewed, no issues were identified which may have contributed to this event. Based on observations made during an account visit, the breakage potentially occurred due to blade mis-loading, cutting techniques and the handpiece servicing by a non-stryker facility for repair. Investigation results indicate that the user contributed to this event.